Event description:
The patient had reported in 07/2004 that their meter kept giving them the insert strip message even after they had inserted the test strip. The patient mentioned that they were getting this message and were unable to test on the meter for the last 3 weeks. This issue was not resolved with troubleshooting. They were asked to retest with a new vial of test but the issue persisted. The patient's testing and cleaning procedures were reviewed and they were correct. They did not visit their doctor on a regular check-up appointment and were tested there with a blood glucose level of 97 mg/dl.